Event description:
Infection: extraction/endocarditis. Device manufactured by st. Jude case: (B)(4), sr (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).